Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: "hi" mg/dl, "hi" mg/dl, and 494 mg/dl (mobile system) and 178 mg/dl (performa system). The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The test strip lot number for the performa meter was not provided. Product was requested to be returned for evaluation.